Manufacturer narrative:
Corrections: patient identifier: patient ID changed to: (B)(6).

Manufacturer narrative:
Corrections: other relevant history: the patient medical history was added. The DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.

Manufacturer narrative:
The dentist reported a patient had implant failure to osseointegrate after clinical procedure, and the implant was removed due to pain and/or numbness. The patient had pre-existing conditions which include heart disease, high blood pressure, and diabetes type ii. Also, he was reported to have bone type ii quality and experienced general bone loss, infection and granulated tissue at or around the implant site. However, there was no harm cause to the patient. The dentist did not know the patient's ethnicity and race. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure. The implant was removed due to pain and/or numbness, and it disappeared after the implant removal. The patient had bone type ii and reported to have heart disease, diabetes type 2, and high blood pressure. He also experienced general bone loss, infection and granulated tissue at or around the implant site, however, he was reported to be in satisfactory condition.